Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-07927. It was reported the patient's left supraorbital lead had protruded (off label use). The patient underwent surgical intervention ((B)(6) 2018) where the lead was repositioned. Effective therapy was achieved. Both of the patient's leads are being reported because it's unknown which lead is liable.